Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device: pcz636 batch number and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a transabdominal myomectomy procedure on (B)(6) 2019 and suture was used. The suture was broken when knotting by slight pull at the time of sewing in the surgery. Changed another one to complete the surgery. There was no adverse patient consequence reported. No additional information could be provided.